Event description:
A cartridge change error prompted customer interaction with technical support for assistance. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect, clean, and attempt to load a new cartridge into the pump, but this was unsuccessful. As a result, technical support escalated the issue, leading to the approval for a replacement pump, which included updated software. The customer was informed of the steps to return the faulty pump and program settings into the new device, ensuring continued insulin delivery with a backup therapy until the replacement arrived.